Event description:
The straight connectors at the s1 level, slipped off the rod (became loose) post-operatively. The domed nuts were also returned for eval. An explant/revision surgery was required 2 weeks after the initial implant date. There were no other adverse consequences to the pt.